Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#:k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument sars cov2 n1 contamination caused 2 false positive results were obtained on a blank sample run. Results were not reported and there is was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was sars cov2 n1 contamination; 2 false positive on run#1288-b3,b4 blank sample run. (B)(6) : (B)(6) 2022 16:26:16 (gmt). Customer reports they performed cleaning and decontamination as advised 2 times and them tested 12 locations and all swabs results as unr. Suggested more frequent em runs to continue monitoring. Customer indicates no further actions are required and requested to close case. Customer concern: sars cov2 n1 contamination; 2 false positive on run#1288-b3,b4 blank sample run. Reported while troubleshooting instrument issue on case# (B)(4). Sars cov2 n1 contamination; 2 false positive on run#1288-b3,b4 blank sample run. Reported while troubleshooting instrument issue on case# (B)(4).

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). Bd field service advised that this could be caused by contamination and that the instrument should be cleaned. After customer performed decontamination cleaning, environmental swabs were taken and indicated unresolved result. Bd field service recommended more frequent environmental monitoring and the instrument continued to operate in working condition. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for ct1838 was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to contamination. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument sars cov2 n1 contamination caused 2 false positive results were obtained on a blank sample run. Results were not reported and there is was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was sars cov2 n1 contamination; 2 false positive on run #1288. (B)(6). Customer reports they performed cleaning and decontamination as advised 2 times and them tested 12 locations and all swabs results as unr. - suggested more frequent em runs to continue monitoring. - customer indicates no further actions are required and requested to close case. Customer concern: sars cov2 n1 contamination; 2 false positive on run # 1288 blank sample run. - reported while troubleshooting instrument issue on case # (B)(4). Sars cov2 n1 contamination; 2 false positive on run #1288. Blank sample run. - reported while troubleshooting instrument issue on case# (B)(4).